Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. A lot sample has been returned for evaluation. The investigation of the reported event is currently underway. Manufacture date: (10/2017). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly self-activated outside of the patient. It was further reported that the procedure was completed with the same device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One max-core biopsy needle was returned for evaluation. During functional evaluation the device was able to prime and fire properly with no issues. The device passed the drop test and functioned properly under laboratory conditions and the reported event could not be reproduced. An x-ray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was noted that the right bumper was bent and the left bumper was overlapped. Therefore, the investigation is unconfirmed for the reported self-activation. The identified bent right bumper and overlapped left bumper likely contributed to the identified incomplete cannula tang engagement and may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly self-activated outside of the patient. It was further reported that the procedure was completed with the same device and a coaxial was not used. There was no reported patient injury.